Event description:
As reported on distributor's incident report: "the fiber tip fused in the pt" (about 20 seconds after placement). Therefore, it was removed and another fiber was replaced. The fiber was removed by cystoscope.